Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib board was evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys intermittently failed to boot up to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.